Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing of the device with a green reload, seam guard buttressing material was used in very thick tissue. The anvil bent after firing the device. The doctor managed to remove the device from the patient. A second like device was used to complete the procedure. There were no patient consequences reported.